Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer's blood glucose was 5.9 mmol/l. The customer stated that the insulin pump was not bumped or dropped. The customer cleaned the battery cap but the issue persisted. Advised the insulin pump be returned for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump was received with blank display due to broken solder joint of power connector on interface board. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.